Event description:
It was reported that a user experienced prolonged hyperglycemia overnight with a highest documented blood glucose of 434 mg/dl while using the ilet system, changed infusion supplies without observable insertion issues, then later disconnected and self-administered 4 units of subcutaneous insulin, after which hypoglycemia occurred. Symptoms included feeling weak and dizzy during the hypoglycemic episode, which improved with oral carbohydrate intake. Outcomes included no need for medical intervention, no backup therapy beyond self-administered insulin and oral carbohydrates, and return to target range with continued monitoring and coaching. Investigation included troubleshooting and user education conducted by customer care regarding supply changes, meal announcements, timing of eating, and reconnection guidance. Investigation of this case revealed no device alarms or confirmed hardware malfunctions and suggested user insulin sensitivity and recent manual dosing as likely contributors. It was concluded that the event involved hyperglycemia followed by hypoglycemia with cause unclear, with resolution through conservative measures and guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.